Event description:
It was reported that on friday night the patient ¿lost power¿ on the implantable neurostimulator (ins) and the patient had been shaking all weekend. The reporter was able to charge the ins and turn stimulation on with the patient programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0527069v, implanted: (B)(6) 2006, product type: lead; product ID 3387-40, lot# j0519702v, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger. (B)(4).